Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. On an unreported date, the pd catheter was removed and patient was shifted to hemodialysis. No additional information is available.